Event description:
On (B)(6) 2011, pt reported experiencing elevated readings with his infusion device. Pt stated he has had elevated blood glucose readings for about 4 days. Pt reported his blood glucose readings got as high as 400 mg/dl. Pt's target blood glucose range is around 140-150 mg/dl. Pt stated the insulin is not at room temperature when filling the insulin cartridge. Advised pt to allow the insulin to warm to room temperature. Pt reported his blood glucose has returned to normal. On f/u call on (B)(6) 2011, pt reported his blood glucose readings have been fine since he started using the backup infusion device. Verified settings and total are the same. Requested pt to switch back to primary infusion device with the same accessories. On f/u call on (B)(6) 2011, pt reported he switched to the primary infusion device and experienced higher than normal blood glucose readings probably midway through the day. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.